Manufacturer narrative:
Product ID: 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump had flipped upside down before so it had to be flipped back. The pump was very loose in the inner pocket. The patient had lost a lot of weight. The pump had been revised before, but it is still loose. Additional information has been requested, but was not available as of the date of this report.